Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No button responsiveness issues were found on investigation. The complaint could not be confirmed or duplicated. Investigation revealed moisture damage on the pcb and the keypad flex connector.

Event description:
On (B)(6) 2012, the patient contacted the animas corporation to report that the ok button had become unresponsive. The patient reported that the pump was exposed to water the previous day. The patient confirmed that the keypad was intact. The patient stated the pump was carried in a pocket and that the pump was not cleaned. There was no reported adverse event with this complaint. This report is being made based on the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.